Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "leak in iab circuit" alarm message and failed the safety disk, k4 and k5 solenoid leak tests. The pt was switched to another unit and therapy was continued. No pt injury was reported.